Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter caused pain and damage to the skin due to the suction. The patient¿s doctor advised the patient to stop using the device, but no medical intervention was reported. The patient had been using the purewick products for more than 90 days. Per follow up via phone on 29dec2022, the patient¿s daughter reported that the patient expired on (B)(6) 2022 due to a stroke. No additional information was provided. Per clinical follow up via phone on 30dec2022, the patient¿s daughter stated the patient only used the purewick device at night, but the patient had developed pain, bleeding, and damage to the skin. The patient¿s daughter believed the constant suction from the purewick device was too much for the patient¿s thin and frail skin. The patient¿s doctor advised the patient to stop using the device, prescribed tramadol for pain, and an ointment for the skin breakdown, which healed after treatment. The patient¿s daughter confirmed the patient passed away on (B)(6) 2022 due to a stroke, and she additionally stated the patient¿s death was unrelated to the purewick device. The patient had a history of 3 previous strokes, which caused the left side of her body to become immobile.

Event description:
It was reported that the purewick female external catheter caused pain and damage to the skin due to the suction. The patient¿s doctor advised the patient to stop using the device, but no medical intervention was reported. The patient had been using the purewick products for more than 90 days. Per follow up via phone on (B)(6), the patient¿s daughter reported that the patient expired on (B)(6) 2022 due to a stroke. No additional information was provided. Per clinical follow up via phone on (B)(6) 2022, the patient¿s daughter stated the patient only used the purewick device at night, but the patient had developed pain, bleeding, and damage to the skin. The patient¿s daughter believed the constant suction from the purewick device was too much for the patient¿s thin and frail skin. The patient¿s doctor advised the patient to stop using the device, prescribed tramadol for pain, and an ointment for the skin breakdown, which healed after treatment. The patient¿s daughter confirmed the patient passed away on (B)(6) 2022 due to a stroke, and she additionally stated the patient¿s death was unrelated to the purewick device. The patient had a history of 3 previous strokes, which caused the left side of her body to become immobile.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "dimensions not specified correctly". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warnings: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Discontinue use if an allergic reaction occurs." "Recommendations: prior to connecting the purewicktm female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours." "Setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the drydoctm vacuum station, connect the canister to the unit and turn the unit on. Please consult the drydoctm vacuum station user guide for further information. 2. Using standard suction tubing, connect the purewicktm female external catheter to the collection canister." Baw2456229 rev 0 was reviewed for this investigation and it states : "setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick¿ urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick¿ urine collection system user guide for further information. 2. Using standard suction tubing, connect the purewick¿ female external catheter to the collection canister. Warnings: to avoid potential skin injury, never push or pull the purewick¿ female external catheter against the skin during placement or removal. Discontinue use if an allergic reaction occurs. Recommendations: prior to connecting the purewick¿ female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Ensure the purewick¿ female external catheter remains in the correct position after turning the patient. Remove the purewick¿ female external catheter prior to ambulation. Properly placing the purewick¿ female external catheter snugly between the labia and gluteus holds the purewick¿ female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick¿ female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.